Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system received inappropriate shocks.